Event description:
On (B)(6) 2011, the patient reported experiencing insulin leakage while using the infusion sets. He noticed the leak when he smelled insulin. The headset had been in use for about 1 day. He did not notice if the cannula was bent when the headset was removed. The issue occurred with about 5 infusion sets. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.